Manufacturer narrative:
(B)(4). Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. A batch review could not be conducted as the product information and lot number were unknown.

Manufacturer narrative:
(B)(4). As patients discard supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Event description:
This is a spontaneous consumer report of peritoneal cloudy effluent in a male patient from (B)(6) coincident with dianeal unknown therapy (unknown date). On (B)(6) 2011, the customer contacted baxter (B)(4) technical service center and stated that peritoneal effluent was white. There was no allegation of device malfunction. The call center staff asked her to call the doctor about the situation. Outcome and causality were not reported.